Manufacturer narrative:
Supplemental MDR report is being submitted to include the associated FDA z-number issued for the reported issue captured in this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation summary: the device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of broken screw was confirmed through visual evidence provided by the site. Potential root causes of broken clamp screws can be attributed to assembly technique in the field and/or a non-torque limiting hex driver which could allow for excessive torque to be applied when tightening. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the perfusionist attempted to tighten the outflow graft strain relief screw after it was attached to the ventricular assist device (vad). The screw head broke off and was stuck to head of hex driver. The site did not have a pump accessory kit so a new vad pump was opened to obtain a new strain relief. The new strain relief was attached to the vad without issue and remains in use. No patient complications have been reported as a result of this event.